Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) on 2018-jun-20 indicated that the infection first occurred on (B)(6) 2018. It was noted the patient's intrathecal pump (itp) was replaced on (B)(6) 2018. The patient's weight was (B)(6) pounds. It was noted that the itp pump was replaced on 2018-jun-06. On (B)(6) 2018 the patient had a follow up and the wound was cleaned. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 8578 lot# serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. Product ID: 8709, serial# (b)(64, implanted: (B)(6) 2006, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 8709, serial/lot #: (B)(4), (B)(6), (B)(4).

Event description:
Information was received from a patient via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drug being delivered was unknown. The reason for use was not reported. It was reported that the patient developed an infection after a replacement in (B)(6) 2018. The devices were removed. There were no further complications reported/anticipated.